Manufacturer narrative:
(B)(4). The complainant indicated that the device has been disposed and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
Note: this manufacturer report pertains to one of three flexiva ID tractip 200 laser fibers that were opened for use in the same procedure. It was reported to boston scientific corporation on (B)(6) 2018 that three flexiva ID tractip 200 laser fibers were opened for use in a ureteroscopy procedure performed on (B)(6) 2018. According to the complainant, during preparation, the first laser fiber was noted to be broken inside the sealed package. A second and third laser fiber was opened and the same issue was noted. The procedure was completed with a fourth flexiva ID tractip 200 laser fiber. There were no serious injury nor adverse patient effects as a result of this event. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be fine.